Manufacturer narrative:
The reported event was that shortly after implant, the patient developed a left upper extremity deep vein thrombosis (dvt) and ¿pt does not want re-implant at this time due to current issues¿. As received, a complete lead was returned in one piece. The helix was partially extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for initial implant procedure of the implantable cardioverter defibrillator (ICD) system. Shortly after the procedure, the patient developed left upper extremity deep vein thrombosis (dvt). Venoplasty procedures were performed, however, they did not resolve the dvt. The physician elected to explant the ICD, right atrial (ra) lead, and right ventricular (rv) lead as a result. There were no patient consequences.